Event description:
It was reported that the insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continues moving forward after the reservoir makes contact and insulin squirts out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, and cracked near the display window corners.